Event description:
(B)(6) attempted to remove catheter. Difficult to remove, may have heard a pop possibly, some of the catheter had been retained as the black tip was not present on the catheter. Local rep for on-q system notified. CT abdomen/pelvis done fragment of catheter identified.